Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a guidewire lumen kink was noted on fluoroscopy. The stretching mechanism was used and the balloon catheter was re-inflated, without resolving the issue. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.